Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 2.00 x 12 mm nc emerge mr balloon catheter was selected for dilation of the target lesion. The necessary preparations were carried out but it was not possible to raise the catheter as it was ruptured, preventing inflation. The procedure was completed with another of the same device. There were no further problems, and the expected result was achieved.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established based on the limited information within the event and also considering that the device was not returned for analysis. One potential possibility is that interaction between this device and patient anatomy or interaction with ancillary devices contributed to the damage. However, without further details from the procedure (including lesion details) a clear conclusion for the reported event cannot be established at this stage.

Event description:
It was reported that balloon rupture occurred. The 2.00 x 12 mm nc emerge mr balloon catheter was selected for dilation of the target lesion. The necessary preparations were carried out but it was not possible to raise the catheter, as it was ruptured, preventing inflation. The procedure was completed with another of the same device. There were no further problems, and the expected result was achieved.